Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04314. 2015691-2019-04315. 2015691-2019-04316. 2015691-2019-04317. 2015691-2019-04318. 2015691-2019-04319. 2015691-2019-04320. 2015691-2019-04321. 2015691-2019-04322. 2015691-2019-04323. 2015691-2019-04324. 2015691-2019-04325.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from 01-mar-2008 to 31-oct-2011. For this reason, the first day of the reported study period (01-mar-2008) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve. Reference article: dubois, christophe, et al. "Prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment." Interactive cardiovascular and thoracic surgery 17.3 (2013): 492-500. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve.   Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote.   In this case, there was no allegation or indication of a device malfunction.  The article reports one patient developed endocarditis that was successfully treated medically. No information regarding timeframe was provided. Details of the event were not provided. The cause of the event is unknown; however, procedural and patient factors not provided could have contributed.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in belgium, through the review of the medical article ¿prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve or edwards sapien-xt, the following outcomes were observed: one patient developed endocarditis that was successfully treated medically. No information regarding timeframe was provided.